Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the catheter fell out from the patient due to a hole in the inflation tube and also stated that the ambulance was called to attend the patient. It was unknown whether the ambulance was called due to catheter fell out.

Event description:
It was reported that the catheter fell out from the patient due to a hole in the inflation tube and also stated that the ambulance was called to attend the patient. It was unknown whether the ambulance was called due to catheter fell out.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. However, the potential root cause for this failure mode could be user related (example: contact with sharp object)/ mechanical failure/ operator error/ thin rubberize layer. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "warning: do not use ointments or lubricants having a petrolatum base. They will damage latex. Visually inspect the product for any imperfections or surface deteriorations prior to use. - use luer tip syringe to inflate with stated ml of sterile water. Or - for pre-filled products, remove clip and squeeze reservoir to inflate with stated ml of sterile water."